Manufacturer narrative:
Additional information: b7, d9, d10, e2, g2 (report source). Investigation conclusion: the customer¿s complaint of an under infusion was not reproduced. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the suspect device successfully completed an infusion of guardrail drug cyclophosphamide (1300 mg/ 325 ml; drugid= 117) at a rate of 81.3 ml/hr (vtbi= 325 ml). An additional vtbi of 50 ml was programmed to infuse. The suspect device alarmed twice for air in line approximately twenty minutes after the start of infusion and was channeled off. Volume infused between 6:41 pm- 11:03 pm= 353.14 ml. Inspection of the device showed no anomalies. Testing showed the device was delivering fluids within specification. Device inspection: the device was received in poor condition. The instrument seal was intact. Dried fluid was observed on both iui¿s, inside door, on the rear case under the female iui and male iui, inside door, and under the membrane frame. Crack observed at the upper hinge. Crush mark observed at the top right corner of the lighthouse. Debris observed at the upper fitment of the tube guide. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. Corrosion was observed inside the rear case. Bezel was observed in good condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s complaint of an under infusion could not be identified. Device history review: a review of the device history record showed the device had a manufacture date of (B)(6) 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the pump indicated that a cytoxan infusion (programmed at a rate of 81.3ml/hr for 325ml, dose and concentration not provided) completed the volume to be infused, however there was still 20ml remaining in the bag and tubing set. The infusion was continued at the ordered rate to deliver the remainder. The pump was then sent to clinical engineering and accuracy tested at the prescribed rate and dose, and the device exhibited a rate accuracy error of about 4.5%. There was no patient impact. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Patient is a child. Although requested, further information was not provided.

Event description:
It was reported that the pump indicated that a cytoxan infusion (programmed at a rate of 81.3ml/hr for 325ml, dose and concentration not provided) completed the volume to be infused, however there was still 20ml remaining in the bag and tubing set. The infusion was continued at the ordered rate to deliver the remainder. The pump was then sent to clinical engineering and accuracy tested at the prescribed rate and dose, and the device exhibited a rate accuracy error of about 4.5%. There was no patient impact. Although requested, further information was not provided.